Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) defibrillation lead recorded a low rv pacing impedance impedance measurement. A red alert was issued in the patient's remote monitoring system due to the low, out-of-range measurement. No adverse patient effects were reported.

Manufacturer narrative:
The patient's physician and the field representative were made aware of the red alert. There have been several red alerts due to the low rv pacing impedance measurements, and the issue continues to be monitored with no intervention planned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.